Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(4). Investigation summary: according to the information received, it was reported via complaint submission tool that during a rotator cuff procedure a needle got jammed in expressew iii suture passer w/o hook and was unable to be removed. The needle would not retract back, it got stuck in the fired position. The complaint device was received and evaluated, visual observations confirm that a needle was stuck on the device. In addition, the device is dull and appears worn. In other hand, the device presented signs/stains of the sterilization cycles. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The complaint can be confirmed. As per IFU-110114, cleaning instructions; when cleaning, fully immerse the instrument in the cleaning solution to avoid aerosol generation. Use a soft bristle brush to remove all traces of blood and debris. Maintenance; between uses, lubricate moving parts with a water-soluble lubricant. The complaint can be confirmed. The possible root cause for the reported failure can be attributed when repeatedly passing the needle through excess tissue causes that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on an unknown date, it was observed that an unknown needle device was jammed inside the expressew iii w/o hook device that it could not be removed, would not retract back and stuck in the fired position. During in-house engineering evaluation, it was observed that a needle was stuck inside the device. There was no surgical delay nor patient consequence reported. No additional information was provided.